Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. The customer changed out the cartridge and infusion set. Tandem technical support performed a system check on the new supplies and they were found to be functioning as expected.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.